Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 7278 implantable cardioverter defibrillator, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the atrial lead had high impedance and far field r-wave oversensing. The lead also had a possible fracture. The lead was capped. No patient complications have been reported as a result of this event.